Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained from samples from two different patients using vitros troponin I es (tropi es) reagent lot 3970 on two different vitros 5600 integrated systems. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3970 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3970. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3970 at, or below the url concentration of 0.034 ng/ml (ug/l) cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Vitros tropi es within run precision testing results from both vitros 5600 integrated systems were within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor of the event. However, because the precision testing for vitros 5600 #2 was not performed around the time of the initial event, an instrument related issue for vitrs 5600 #2 cannot be entirely ruled out. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Review of e-connectivity data indicated that the microwell incubator maintenance was not being performed correctly on the vitros 5600 integrated systems. Therefore, an issue related to improper maintenance protocol could have contributed to this event although this could not be confirmed. Email address for contact office is: (B)(4).

Event description:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained from samples from two different patients using vitros troponin I es (tropi es) reagent lot 3970 on two different vitros 5600 integrated systems. Patient 1 troponin I es = 0.131 ng/ml vs. The expected result of <0.012 ng/ml. Patient 2 troponin I es = 0.075 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es results were reported from the laboratory. However, no treatment was initiated, altered or stopped based on the reported results. Corrected reports were later issued for the patients. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).